Event description:
It was reported that the stent (subject device) was noted to be deployed within the microcatheter shaft when the stent was advanced halfway through the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the stent (subject device) was noted to be deployed within the microcatheter shaft when the stent was advanced halfway through the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ corrected. D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. All 3 marker bands were present on both ends of the stent. Deformation was noted to the proximal (closed cell) end of the stent. The sdw was kinked/bent at the proximal and distal ends. A functional evaluation could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of 'stent deployed prematurely during use' could not be replicated as the stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patients anatomy was described as 'moderately tortuous'. It was reported that 'a microcatheter with an inner diameter of 0.0165 inches was employed as the stent microcatheter. The physician advanced a 4.0x15mm stent along the microcatheter. However, after the stent had traveled more than halfway through the microcatheter, the physician observed that the stent had become deployed within the microcatheter. Subsequently, the physician withdrew the system out of the body, removed the stent from the microcatheter, and then advanced a new 4.0x15mm stent along the same microcatheter, successfully completing the procedure'. The event description notes that the stent became deployed when it was advanced approximately half-way through the microcatheter. This issue is normally associated with resistance/friction being noted. It is possible that the introducer sheath was initially set up correctly as reported in the follow-up good faith efforts responses but subsequently moved either proximally or distally prior to stent advancement out of the sheath. It is not possible to decide which direction the movement was in as the sheath was not returned for analysis. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user would then attempt to withdraw the stent. During this action and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is one possible explanation to explain the analysis findings. Based on the review of all available information, the reported event of 'stent deployed prematurely during use' as well as the analyzed event of ¿sdw kinked/bent¿ and ¿stent deformed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factors during use.